Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: staple line looked hemostatic after the stapler was fired. No issues during the case. Leak occurred a week after initial operation. Ta90 staple line leaked post operatively, 1cm gap at the ta90 staple line. Re-op in a few days after the leaks occurred. Unintended reoperation to flush out from leaks. Pt is ok after reop. Prolonged stay at the hospital. The case was not delayed more than 30 minutes.